Event description:
Rn noticed a burn on pt's right foot during assessment. Pt's dad stated it had been there for at least 3 days. Rn did not get report on burn. Parents stated the sat probe was coband to keep it in place and they were not sure how long it had been there. Rn noted a burn in the upper extremity of her left hand. Parents stated the same: the probe was coband to keep it in place on the left hand.